Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2016. The skin reaction is located at both the right and left side of the abdomen because the patient alternates the site of insertion. The patient removed the sensor on (B)(6) 2016 and upon removing the sensor she noticed a rash directly underneath the sensor patch adhesion. On (B)(6) 2016, the patient went to see their physician for a checkup and the physician suggested that the patient us cordran cream to treat the affected area. No additional patient or event information is available.